Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of lack of stimulation from her scs system on the left side. A sjm representative met with the patient but was not able to resolve the issue with reprogramming of the patient's scs system. An x-ray taken indicated the lead migrated to the right side. Follow-up identified surgical intervention was taken on (B)(6) 2015 and the patient's lead was revised. Effective stimulation therapy has reportedly been restored.